Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was clipped below the pectoralis muscle as the patient developed hematoma. The rv lead was abandoned surgically. No additional adverse patient effects were reported.